Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified. The cartridge alarm 25 was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Additionally, it was reported that multiple cartridge change error messages occurred when the contact attempted to load multiple new cartridges. The customer's blood glucose level was 202 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.